Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. Pump drug information was not reported. It was reported that, when the patient was trying to bolus, the myptm application lagged at 90% for about 10 minutes. Patient services reviewed data and walked the patient through clearing data. The patient was then able to connect to the pump with no lag. The patient planned to call back if she needed further assistance. It was noted that the patient bolused from 5-6 times per day. The myptm application software version was 2.0.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software. Section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (con) regarding an external device to an implantable pump infusing hydromorphone for non-malignant pain. It was reported that the patient stated the device was consistently going slow for the last month or so and they were having issues connecting . The patient stated the last time this happened they had to clear out some spots in the device but they cannot figure out where they were supposed to go to do that. The agent walked patient through clearing the data. The patient was able to connect to the pump successfully. The patient had 6 blouses per day. The troubleshooting steps that were taken on the call resolved the issue.